Event description:
It was reported the pt's scs system stimulation increased on its own to the point it shook the pt's arms, turned off and would not turn back on. A sjm rep ran lead diagnostics which showed invalid impedance values for the scs lead. The sjm rep was unable to achieve adequate stimulation with reprogramming. The physician plans on replacing the scs lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.